Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for malposition. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced malposition. This information was received from one source. The malfunction involved a patient with no patient consequences. The patient is a 72 year old male weight 215 lbs.